Manufacturer narrative:
Two samples model mpx5300-c, lot 24109177 were returned for investigation. The sets were examined for defects and abnormalities. One set was separated at the tubing inlet port for the y-site. No other defects or abnormalities were observed. The other set was primed and tested for leakage. No leak was observed. Visual inspection under the microscope showed signs of lack of solvent for the one set that was separated. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the exact root cause of separation between tubing/ and nac-y (arm) could be related to an incorrect solvent application (lack of solvent) by assembler or due to issues with the solvent dispenser or related to an incorrect use of fixtures by the assembler due to not following the standard work instruction. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector and y-site was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that there may be some extension sets that have a hole in them, letting blood spurt out and air flow in when placed on patients.